Event description:
Same case as: 6000093-2007-00898. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. In the initial procedure, 2 lesions were treated. Both lesions were predilated with an unknown size maverick balloon. A 3.00x20 mm taxus express2 drug eluting stent was placed in the totally occluded circumflex (cx), inflated to 18 atms. The left anterior descending (lad) artery looked like it had "clot in it as well", so a 2.5x20 mm taxus express2 drug eluting stent was placed. Pt was sent to the intensive care unit. A few hours post the initial procedure, the pt had chest pain. The cx was found to be "totally clotted off and some in the lad". The physician used a 3.5 mm quantum balloon in both vessels then founded with ivus. Good flow was established and the pt was placed on 2b3a inhibitor. Plavix was given to the pt. At the time of the report, the pt had been sent to the intensive care unit. The physician believes "the event would have happened with any stent". No pt complications were reported. Pt status reported as "ok". Add'l info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.